Event description:
The customer reported a leak from a probe when using the coulter act diff 12 analyzer. The leak occurred while running patient samples on the act diff instrument. The volume was reported as a few drops and the leak was not contained. The operator was wearing gloves and lab coat when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer technical specialist (cts) instructed the customer to clean the probe wipe on the act diff instrument probe. The customer was able to clean the probe wipe and ran a startup cycle to verify the repair. The customer reported no leaks after the startup cycle was completed. Identified failure modes: the failure mode for the leak was attributed to the cleaning of the probe wipe. No erroneous results were generated. Upon recur; the failure mode is likely to cause erroneous cbc (complete blood counts) test results as a result of sample contamination during aspiration. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).